Manufacturer narrative:
The device was returned to zoll medical united kingdom and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.